Event description:
Customer reported that only part of the insulin pump's display was visible. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit received with physical damage, cracked and bleeding lcd glass. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. Unable to perform the displacement test due to cracked and bleeding lcd glass.